Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to noise and electromagnetic interference detected by the implantable cardioverter defibrillator (ICD). The ICD was reprogrammed until it could be replaced. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.